Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump screen was "greyed out," and unreadable. Subsequently, the customer pushed on the pump touchscreen causing it to become cracked and unresponsive. The customer's blood glucose level was 150 mg/dl. The customer reverted to manual injections for insulin therapy.